Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information and investigation results becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that the biolox delta head, 12/14, 36 x 0 was manually placed onto femoral stem. Prior to impaction, an odd marking was noticed on the head. It appeared like a fracture. This head was not implanted, the surgeon implanteted an other one.

Manufacturer narrative:
DHR review results: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Event summary: it was reported that "ceramic head was manually placed onto femoral stem. Prior to impaction, an odd marking was noticed on the head. It appeared like a fracture." Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the had has several signs on the articulating surface. This signs looks like metallic transfers. No signs of ceramic breakage visible, neither on the taper connection surface nor on the articulating surface. The taper connection surface has several round metal transfer indents, which suggest that the head has been placed on the stem. Review of product documentation inspection plan: characteristic surface profile is 100% inspected. Root cause analysis: the product was received for investigation. The review of the DHR indicates that the head met all requirements to perform as intended. Moreover, the surface of the head is 100% visually inspected before it is released. The circumferential metallic transfer in the taper indicates that the biolox head has already assembled onto the stem taper. Therefore, it can be assumed that the marks on the articulation surface emerged from a handling error after it was taken out of the packaging. Handling of the component is outside of zimmer (B)(4) control. Conclusion summary: the metal transfer observed on the taper surface and the reported event confirms that the head was placed on the stem. The metal transfer on the articulating surface are with high probability caused by contact with metal instruments or implants during surgery. Therefore, it can be assumed that the marks on the articulation surface emerged from a handling error. It is very unlikely that the head was damaged within the package as there is no contact with any metal residues during transport and the packages are inspected before implantation. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).